Manufacturer narrative:
Based on the technician's findings (no product malfunction or defect found), he believed the customer had not set bed exit prior to the reported event. He performed in-servicing for members of the staff on how to properly use bed exit.

Event description:
It was reported that the patient (aged in the 90s) climbed over the top of the raised siderails, and fell to the ground, resulting in the need for hip and shoulder surgery. It was reported by the account that the bed exit did not alarm. Upon evaluation, the stryker technician found that bed exit was functioning properly, but did note that the scale had a negative reading due to not being zeroed properly.